Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported via regulatory agency, event of rupture and breast is "larger" and "out of shape" on right side. Device remains implanted.